Manufacturer narrative:
Eval: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B) (6)2010, the pt was implanted with a scs system. On (B) (6)2010, an emergency room physician informed the sales representative that the pt had developed an infection at the ipg pocket. The physician informed the representative that the pt would be referred to another doctor to remove the system. The explant date is unknown. No further info available.